Event description:
Reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. The access was obtained via the femoral artery. The lesion being treated was located in the 95% stenosed, severely tortuous and severely calcified distal left anterior descending (lad). The 2.50x20mm taxus liberte stent delivery system (sds) was advanced but could not cross the lesion. The procedure was completed using a different device. There were no pt complications and the pt condition was listed as "good." However, the returned product analysis revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination identified distal stent damage. Struts on rows 1 to 4 were misaligned. The shaft, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).